Event description:
The user facility reported that a resident had difficulty inserting the lumbar drain catheter through the touhy needle. As the catheter was removed, the tip sheared off. The patient had to return to surgery for the removal of the fragment.

Manufacturer narrative:
Product is not available for return and evaluation. A review of previously reported incidents of a similar nature was conducted. The evaluation finds that the root cause of these occurrences is due to surgical technique. The surgeon wraps the guide wire around their fingers for a better grip which in turn causes torque and distortion of the wire-catheter contact. This makes insertion difficult and shearing against the touhy needle when the catheter is being removed. Release of the "finger wrapping" immediately eliminates the distortion and makes the insertion and removal to be an unhindered process.